Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included anxiety, smoker, uterine bleeding and paratubal cyst. Concomitant products included bupropion (wellbutrin) since 2016, cetirizine hydrochloride (zyrtec) since 2000, cholecalciferol (vitamin d) since 2000, cyclobenzaprine hydrochloride (flexeril), estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000 and montelukast (singulair) since 2000. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), anxiety ("anxiety/psychological or psychiatric problems"), dyspareunia ("pain/dyspareunia (painful sexual intercourse),"), abdominal pain ("pain"), back pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain / loss specify which one: weight gain"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, anxiety, dyspareunia, abdominal pain, back pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased and reproductive tract disorder outcome was unknown and the abdominal distension and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: there were 1coils noted on the patient's left side and 2 coils on the patients right side noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhea, heavy prolonged, painful menstruation and dyspareunia. Most recent follow-up information incorporated above includes: on 29-mar-2018: mr received. Lot number was added as 628047. Concomitant diseases, historical conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 626047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. Concomitant products included bupropion (wellbutrin) since 2016, cetirizine hydrochloride (zyrtec) since 2000, "cholecalciferol" (vitamin d) since 2000, cyclobenzaprine hydrochloride (flexeril), estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000 and montelukast (singulair) since 2000. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), anxiety ("anxiety/psychological or psychiatric problems"), dyspareunia ("pain/dyspareunia (painful sexual intercourse),"), abdominal pain ("pain"), back pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain / loss specify which one: weight gain"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, anxiety, dyspareunia, abdominal pain, back pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased and reproductive tract disorder outcome was unknown and the abdominal distension and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Lot number added. Event added as hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems, reproductive system disorder or condition,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, back pain, fatigue, weight gain / loss specify which one: weight gain. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil that extends 1.9 cm into the right cornu myometrium."), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and oral surgery. Concurrent conditions included anxiety, smoker, uterine bleeding, paratubal cyst, multiple allergies (flozan, zyrtec), night sweats, drug hypersensitivity (hives), multiparous, pelvic discomfort and endometrial biopsy. Concomitant products included bupropion (wellbutrin) since 2016, cetirizine hydrochloride (zyrtec) since 2000, colecalciferol (vitamin d) since 2000, cyclobenzaprine hydrochloride (flexeril), dimeticone, activated (simethicone), docusate, estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000, ibuprofen, montelukast (singulair) since 2000 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and back pain ("pain/ back pain"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced social anxiety disorder ("anxiety/psychological or psychiatric problems/ social anxiety disorder") and weight increased ("weight gain / loss specify which one: weight gain/ weight gain-55 pounds since essure placed"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), dyspareunia ("pain/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal distension ("bloating"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menstruation irregular, social anxiety disorder, dyspareunia, abdominal pain, back pain, menorrhagia, menopausal symptoms, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased and reproductive tract disorder outcome was unknown and the abdominal distension and fatigue was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, menstruation irregular, pelvic pain, reproductive tract disorder, social anxiety disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: there were 1coils noted on the patient's left side and 2 coils on the patients right side noted. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhea, heavy prolonged, painful menstruation and dyspareunia, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included anxiety, smoker, uterine bleeding, paratubal cyst and multiple allergies (flozan, zyrtec). Concomitant products included bupropion (wellbutrin) since 2016, cetirizine hydrochloride (zyrtec) since 2000, cholecalciferol (vitamin d) since 2000, cyclobenzaprine hydrochloride (flexeril), estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000 and montelukast (singulair) since 2000. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and back pain ("pain/ back pain"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced anxiety ("anxiety/psychological or psychiatric problems/ social anxiety disorder") and weight increased ("weight gain / loss specify which one: weight gain/ weight gain- 55 pounds since essure placed"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), dyspareunia ("pain/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, anxiety, dyspareunia, abdominal pain, back pain, menorrhagia, menopausal symptoms, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased and reproductive tract disorder outcome was unknown and the abdominal distension and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, menstruation irregular, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: there were 1 coil noted on the patient's left side and 2 coils on the patients right side noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhea, heavy prolonged, painful menstruation and dyspareunia. Most recent follow-up information incorporated above includes: on 22-may-2018: event hormonal changes updated to menopausal symptom. Updated other events details. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil that extends 1.9 cm into the right cornu myometrium."), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and oral surgery. Concurrent conditions included anxiety, smoker, uterine bleeding, paratubal cyst, multiple allergies (flozan, zyrtec), night sweats, drug hypersensitivity (hives), multiparous, pelvic discomfort and endometrial biopsy. Concomitant products included bupropion (wellbutrin) since 2016, cetirizine hydrochloride (zyrtec) since 2000, colecalciferol (vitamin d) since 2000, cyclobenzaprine hydrochloride (flexeril), dimeticone, activated (simethicone), docusate, estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000, ibuprofen, montelukast (singulair) since 2000 and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and back pain ("pain/ back pain"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced social anxiety disorder ("anxiety/psychological or psychiatric problems/ social anxiety disorder") and weight increased ("weight gain / loss specify which one: weight gain/ weight gain-55 pounds since essure placed"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), dyspareunia ("pain/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal distension ("bloating"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (hysterectomy, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menstruation irregular, social anxiety disorder, dyspareunia, abdominal pain, back pain, menorrhagia, menopausal symptoms, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased and reproductive tract disorder outcome was unknown and the abdominal distension and fatigue was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, menstruation irregular, pelvic pain, reproductive tract disorder, social anxiety disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: there were 1coils noted on the patient's left side and 2 coils on the patients right side noted. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhea, heavy prolonged, painful menstruation and dyspareunia, embedded device. Most recent follow-up information incorporated above includes: on 30-may-2018: mr received- new reporter, concomitant condition and concomitant drug were added event added per mr: metallic coil that extends 1.9 cm into the right cornu myometrium (embedded device). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil that extends 1.9 cm into the right cornu myometrium.'), pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no: 628047) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and oral surgery. Concurrent conditions included anxiety, smoker, uterine bleeding, paratubal cyst, multiple allergies (flozan, zyrtec), night sweats, drug hypersensitivity (hives), multiparous, pelvic discomfort and endometrial biopsy. Concomitant products included anti allergic agents since 2000, bupropion hydrochloride (wellbutrin) since 2016, cyclobenzaprine hydrochloride (flexeril), docusate, estradiol (estrace) since 2000, estrogens conjugated (premarin), fluticasone propionate (flonase) since 2000, ibuprofen, montelukast sodium (singulair) since 2000, paracetamol (acetaminophen), simeticone (simethicone) and vitamin d nos (vitamin d) since 2000. On (B)(6) 2008, the patient had essure inserted. In june 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain") and back pain ("pain/ back pain"). In december 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)". In 2010, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced social anxiety disorder ("anxiety/psychological or psychiatric problems/ social anxiety disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gain-55 pounds since essure placed"). In april 2014, the patient experienced menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles"), dyspareunia ("pain/dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),", cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), dysmenorrhoea ("dysmenorrhea (cramping)"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal distension ("bloating"), muscle spasms ("muscle spasm"), menopause ("menopause"), gastrointestinal disorder ("gastro issue"), anxiety ("anxiety"), adnexa uteri pain ("ovary pain"), coital bleeding ("bleeding during and after intercourse") and mood swings ("mood swings"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (hysterectomy, salpingectomy and total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menstruation irregular, social anxiety disorder, dyspareunia, abdominal pain, back pain, menorrhagia, menopausal symptoms, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, weight increased, reproductive tract disorder, muscle spasms, menopause, gastrointestinal disorder, anxiety, adnexa uteri pain, coital bleeding and mood swings outcome was unknown and the abdominal distension and fatigue was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menopausal symptoms, menopause, menorrhagia, menstruation irregular, mood swings, muscle spasms, pelvic pain, reproductive tract disorder, social anxiety disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: there were 1coils noted on the patient's left side and 2 coils on the patients right side noted. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, dysmenorrhea, heavy prolonged, painful menstruation and dyspareunia, embedded device. Concerning the injuries reported in this case, the following one/ones were described in social media: menopause, muscle spasm, gastrointestinal disorder, anxiety, bleeding during and after intercourse, ovary pain, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received : events added- menopause, muscle spasm, gastrointestinal disorder, anxiety, bleeding during and after intercourse, ovary pain, mood swings. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular cycles") and anxiety ("anxiety"). The patient was treated with surgery (surgery (hysterectomy) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage, menstruation irregular and anxiety outcome was unknown. The reporter considered anxiety, genital haemorrhage, menstruation irregular and pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.